Event description:
Cadd legacy will not power on appropriately. Sn (B)(4) (07/26/2018). No other information known. Dose or amount: 94ml24 hr. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2017 to ongoing.